Event description:
On (B)(4) 2013, pentax medical received medwatch report ((B)(4)) regarding an incident at (B)(6) for the following: additional info obtained from the customer confirmed there were a total of 4 pts that became infected with (B)(6) after they underwent ercp using ed-3490tk, (B)(4).

Manufacturer narrative:
During a conference call with (B)(6) on (B)(6) 2013, pentax was informed that four pts developed (B)(6) infection after undergoing ercp procedures using scope ed-3490tk, (B)(4). These pts were treated with antibiotics. Twenty-two additional pts screened positive for (B)(6) but did not develop an infection, this occurred after this same scope was used on the pts for ercp. The scope was tested at the user facility and positive culture was found behind the elevator and through the hole of the scope. Customer confirmed that non-pentax brushes are used to manually reprocess their scopes. The cleaning brushes used at the facility are medivators pull-thru pre-cleaning device. In addition, surg-enz is the enzymatic detergent/cleaner used to reprocess the scope and cidex opa is used for high level disinfection. The use of non-pentax cleaning brushes and surg-enz are considered off-label use. The endoscope has since been taken out of commission and is currently being held by (B)(6). Therefore, pentax has not been able to evaluate the scope. Investigation is ongoing.

Manufacturer narrative:
During a conference call with (B)(6) on (B)(6) 2013, pentax was informed that four pts developed (B)(6) infection after undergoing ercp procedures using scope ed-3490tk, (B)(4). These pts were treated with antibiotics. Twenty-two additional pts screened positive for (B)(6) but did not develop an infection, this occurred after this same scope was used on the pts for ercp. The scope was tested at the user facility and positive culture was found behind the elevator and through the hole of the scope. Customer confirmed that non-pentax brushes are used to manually reprocess their scopes. The cleaning brushes used at the facility are medivators pull-thru pre-cleaning device. In addition, surg-enz is the enzymatic detergent/cleaner used to reprocess the scope and cidex opa is used for high level disinfection. The use of non-pentax cleaning brushes and surg-enz are considered off-label use. The endoscope has since been taken out of commission and is currently being held by (B)(6). Therefore, pentax has not been able to evaluate the scope. Investigation is ongoing.

Manufacturer narrative:
During a conference call with (B)(6) on (B)(6) 2013, pentax was informed that four pts developed (B)(6) infection after undergoing ercp procedures using scope ed-3490tk, (B)(4). These pts were treated with antibiotics. Twenty-two additional pts screened positive for (B)(6) but did not develop an infection, this occurred after this same scope was used on the pts for ercp. The scope was tested at the user facility and positive culture was found behind the elevator and through the hole of the scope. Customer confirmed that non-pentax brushes are used to manually reprocess their scopes. The cleaning brushes used at the facility are medivators pull-thru pre-cleaning device. In addition, surg-enz is the enzymatic detergent/cleaner used to reprocess the scope and cidex opa is used for high level disinfection. The use of non-pentax cleaning brushes and surg-enz are considered off-label use. The endoscope has since been taken out of commission and is currently being held by (B)(6). Therefore, pentax has not been able to evaluate the scope. Investigation is ongoing.

Manufacturer narrative:
During a conference call with (B)(6) on (B)(6) 2013, pentax was informed that four pts developed (B)(6) infection after undergoing ercp procedures using scope ed-3490tk, (B)(4). These pts were treated with antibiotics. Twenty-two additional pts screened positive for (B)(6) but did not develop an infection, this occurred after this same scope was used on the pts for ercp. The scope was tested at the user facility and positive culture was found behind the elevator and through the hole of the scope. Customer confirmed that non-pentax brushes are used to manually reprocess their scopes. The cleaning brushes used at the facility are medivators pull-thru pre-cleaning device. In addition, surg-enz is the enzymatic detergent/cleaner used to reprocess the scope and cidex opa is used for high level disinfection. The use of non-pentax cleaning brushes and surg-enz are considered off-label use. The endoscope has since been taken out of commission and is currently being held by (B)(6). Therefore, pentax has not been able to evaluate the scope. Investigation is ongoing.

Event description:
On (B)(4) 2013, pentax medical received medwatch report ((B)(4) ) regarding an incident at (B)(6) for the following: additional info obtained from the customer confirmed there were a total of 4 pts that became infected with (B)(6) after they underwent ercp using ed-3490tk, (B)(4).

Event description:
On (B)(4) 2013, pentax medical received medwatch report ((B)(4)) regarding an incident at (B)(6) for the following: additional info obtained from the customer confirmed there were a total of 4 pts that became infected with (B)(6) after they underwent ercp using ed-3490tk, (B)(4).

Event description:
On (B)(4) 2013, pentax medical received medwatch report ((B)(4)) regarding an incident at (B)(6) for the following: additional info obtained from the customer confirmed there were a total of 4 pts that became infected with (B)(6) after they underwent ercp using ed-3490tk, (B)(4).